Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that on (B)(6) 2020, both the atrial and ventricular leads were replaced. It is unknown if the leads were capped or exlanted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02989. It was reported both the atrial and the ventricular leads were exhibiting noise. Noise was seen since 2018, and the ventricular lead since (B)(6) 2020. Programming changes were made. Isometrics and lead revision were discussed. The leads will be monitored. The patient was stable.